Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus. The bolus was completed successfully, and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.